Event description:
The patient was hospitalized for severe hyperglycemia on (B)(6) 2026 while wearing the pod between 4 and 24 hours. Her blood glucose level reportedly reached 577 mg/dl, and the sensor displayed high glucose readings. Reported symptoms included dehydration, disorientation, and vomiting. Hospital treatment included intravenous (IV) fluids, insulin, and antibiotics. The patient remained hospitalized at the time this event was reported to insulet.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 4.0.2. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.